Event description:
It was reported by the customer that pyxis medstation es system was unable to retrieve the patient profile and medication. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that messages were crossing over to the server. A technical support specialist confirmed station was communicating and no issue. The system functioned as intended after the technical support specialist troubleshooted the device.